Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2016-00622. It was reported that the patient underwent an implant surgery on (B)(6) 2016. During the procedure the patient fell off of the table. In addition, all implants were removed. Patient was stable post procedure.